Event description:
Pt hematoma was reported.

Manufacturer narrative:
A service report completed (B)(6) 2015 indicated that the device was in compliance with dornier specs. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any add'l info regarding the pt. No fault with the device as manufactured. Device was found to be functioning within dornier specs. Dornier medtech america, inc (the importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number (B)(4).